Event description:
It was reported by the rep that the device was used druing a laparoscopic nissen fundoplication. It was report during the procedure, the working port trocar and camera port trocar's integral"pneumo" seal (the outer seal on the cannula where the one seal is placed on) tore, causing both trocars to leak. 11/04/1998 no additional trocars were pulled.